Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve an atrio-ventricular block was noted on the electrocardiogram (ECG). A permanent pacemaker was placed four days later. Two days post corevalve placement the creatinine level was elevated. The patient was treated medically and no adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conduction disturbances are a potential procedural complication per the corevalve IFU and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. Renal injury or failure is a known side effect of certain blood pressure medications or reaction to fluoroscopic dyes and is a potential adverse effect per corevalve IFU. In this case the issue was treated with medication. No other adverse effects were reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).